Manufacturer narrative:
(B)(6). This device is not available for evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During inflation of a powerflex pro percutaneous transluminal angioplasty (pta) balloon catheter, the balloon ruptured at 8 atmospheres (atm) after it was delivered to the lesion and inflated. It is unknown how the procedure was completed but it was finished successfully. There was no reported patient injury. The product will not be returned for analysis.